Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation and photographs were not provided. A review of the instructions for use (IFU) revealed that the reported event is adequately addressed in the current version. All dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization); however, leaks due to adverse environmental conditions or mechanical stress during treatment may occur in very few cases. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported that a fiber membrane ruptured during a patient's dialysis treatment. The rupture resulted in a blood leak that was reported to be internal, and visually observed. The patient's treatment was stopped immediately and discontinued. The patient's estimated blood loss (ebl) was reported to be less than or equal to 50 ml. No adverse effects were experienced by the patient, and no medical intervention was required as a result of the reported event. The product sample was not available to be returned for a manufacturer evaluation. No further details could be obtained.